Manufacturer narrative:
The following device was also listed in this report: device; unknown -joint replacement_product ; cat# unk_jr ; lot# unknown. Device; triathlon cr fem comp #4 r-cem ; cat# 5510f402 ; lot# ate3f. Device; tri ts baseplate size 3 ; cat# 5521-b-300 ; lot# unknown. Device; unknown -joint replacement_product ; cat# unk_jr ; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection and wear involving an unknown triathlon insert was reported. The event for wear was confirmed via evaluation of the provided photographs. Method & results: -product evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted insert and it shows signs of wear. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to infection. The reported device was not returned however photographs were provided for review. The photographs show a recently explanted insert and it shows signs of wear. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised a right total knee for infection. Patient had a total knee about 10 years ago. Patient became septic after a gall bladder operation. The infection seated in his knee. He was revised to a triathlon ts knee. No further information is available on this case.